Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing cardiac interventional surgery, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system shut down and will not power on. Upon troubleshooting, fse identified an issue with the main power distribution unit (mpdu) control unit. To resolve the issue, fse replaced the mpdu control unit. The defective mpdu control unit was returned to philips for failure analysis and observed a burnt or heat spots on the board, and an electrical defect. After replacement of the mpdu control unit, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system shut down and did not boot back up. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the main power distribution unit (mpd) and returned the system to use in good working order.